Event description:
A consumer reported that the pt experienced hyperglycemia while using a one touch meter. Pt has diabetes for 10 years and has been recently blood glucose twice a day on ot meter. During the week preceding the event, pt was having blood glucose readings in the 20s on the ot meter. In 2001, pt ate breakfast and took regular medications including insulin. At 10:30am, pt passed out while working out at a gymnasium. Pt got better after taking orange juice and chocolate. After the event, pt was instructed to discontinue taking insulin by the pt's health provider. After stopping the insulin intake, pt started experiencing dizziness and sharp pain in the head. Four days later, pt had blood glucose of 324 mg/dl on a borrowed ot meter. Pt restarted taking insulin on own. There has been no other medical intervention. During a phone contact with a lifescan rep, it was discovered that pt has been using test strips (lot#810671a) that have expired in 10/2000. It was also discovered that pt has been cleaning meter with alcohol which is a practice warned against in the ot meter owner manual. Pt does not speak or read english and obviously was not aware of the proper method of blood glucose testing using an ot meter.